Manufacturer narrative:
(B)(4). Batch # m54w4p. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? No information. Where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Were there any staples missing from the staple line? No information. Did the device cut? No information. If the device cut was the cut line fully circumferential around the target tissue? No information. Did the post-operative care change based on the bleeding? No information. What is the current status of the patient? The patient was stable on (B)(6).

Event description:
It was reported that during a hemorrhoidectomy, all deployed staples were unformed. Then, bleeding occurred from the stapled site. The amount of the bleeding was unknown. Blood transfusion was not required. Another device was used to complete the case.